Event description:
Additional information was received from a healthcare provider (hcp). The pump was not flipped. This was confirmed via x-ray. It was noted the hcp was able to fill the pump and program it. No specific action was needed and the issue was considered to be resolved.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (25mg/ml, 1.748mg/day) in an implantable pump for non-malignant pain. The current pump "shifted" and dropped down in the pocket. The patient was seen regarding the issue on (B)(6) 2015, but the decision was made to wait until the (B)(6) 2016 refill to determine if the pump was flipped. The pump pocket was bruised black and blue. The patient had fallen ((B)(6) 2015) on their left side, but did not associate the bruising with the fall. Additional information was requested from healthcare provider (hcp) regarding concomitant medications, pertinent medical history, if the pump was confirmed to be flipped, the cause of the pump movement, the actions/interventions required, and if the issue resolved. If additional information is received, a follow-up report will be submitted/the event will be updated.